Event description:
A peritoneal dialysis (pd) patient's caregiver reported encountering a fluid leak associated with pd treatment. There were 3 air detected in cassette warnings during fill 1 of 5. Treatment was cancelled. Fluid was discovered in the pump module area. Fluid leaked from the back of the cycler. The patient was advised to let the cycler dry out overnight and use for next treatment. In a follow up, the caregiver verified the fluid leak event and said there was no harm, intervention or adverse event due to the fluid leak. The patient was able to do manual treatment that evening and resumed using the cycler the next day and has had no issues since. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported encountering a fluid leak associated with pd treatment. There were 3 air detected in cassette warnings during fill 1 of 5. Treatment was cancelled. Fluid was discovered in the pump module area. Fluid leaked from the back of the cycler. The patient was advised to let the cycler dry out overnight and use for next treatment. In a follow up, the caregiver verified the fluid leak event and said there was no harm, intervention or adverse event due to the fluid leak. The patient was able to do manual treatment that evening and resumed using the cycler the next day and has had no issues since. The cycler set is not available to return.